Manufacturer narrative:
B3: event date unknown. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed a damaged dso seal and scratched lens. Event history log review was not applicable. Functional testing, including visual inspection, was able to confirm and replicate the reported issue. The root cause was a damaged dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion (dso) seal was coming off the device. It is unknown if there was patient involvement, no adverse patient effects were reported.